Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: "the needle did not pull."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.